Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that there was a split in the front end of the ureteral stent. It was further noted that the stent was torn starting at the first sideport and ending before going through the tip. The physician used another device to complete the procedure and no patient harms were reported.